Manufacturer narrative:
A correlation between the device and the reported infection could not be determined. The patient was treated for the reported infection and remains ongoing on vad support with no further events reported to the manufacturer. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 14 days post-implant, it was reported that the patient had a bacterial driveline infection and the cause of the infection was unknown. The patient was treated with drug therapy and an unspecified surgical treatment and remains ongoing on lvad support.

Manufacturer narrative:
Approximate age of the device is 14 days. The device remains implanted and in use by the patient. The event occurred at the (B)(6). No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.